Event description:
Upon MFR review of product analysis completed for a vns generator explanted due to prophylactic reasons it was noted the as-received settings were indicative of a faulted systems diagnostics test (1ma/20hz/500pw/30 seconds on/60 mins off). Attempts for further info from the treating neurologist and surgeon regarding when the faulted diagnostics may have occurred are in progress.